Manufacturer narrative:
(B)(4).

Event description:
The pt never had therapeutic effect. The pt was experiencing pain that he had not had prior to implant. A dye study was done following implant and the catheter was found to be blocked. Additional info has been requested, a follow-up report will be sent if additional info becomes available.